Event description:
It was reported that the erbe argon plasma coagulator (apc) model apc 300/electrosurgical unit (esu) model icc 200 e/a system was involved in a patient incident. The apc/esu system was used in a double balloon endoscopy procedure to treat arteriovenous malformations (avms) in a patient's colon. However, upon activation of the system, a small hole with a submucosal bleb formed [note: at that time, the staff realized that the flow setting was higher than desired (i.e., 2.0 liters/minute rather than 1.0 liter/minute)]. No perforation occurred per a CT scan. Nonetheless, the patient was given prophylactic antibiotics and kept at the hospital for two days for observation.

Manufacturer narrative:
The apc/esu system has been deemed by the customer to be functioning as intended; therefore, the system was not returned to erbe for an evaluation. In addition, no anomalies were found in the device history records (dhrs) of the involved devices. In conclusion, no equipment problem occurred that would have caused or contributed to the reported event. No trends were identified with the reported situation. To further address the issue, additional in-service work was performed with the involved staff on (B)(6)2009 (i.e., to review argon plasma coagulation being a non-contract modality and making sure that settings are appropriate prior to activation so as to minimize any re-occurrence of the incident in the future.). Erbe USA, inc. Is now closing the file on this event.